Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt)'s stimulator was not working. The pt stated that last time she had to go to get reprogrammed and since then it had not worked the same. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of peripheral neuropathy and spinal pain. It was reported that the patient has not been able to change to program b since (B)(6) 2017. The patient reported that their right leg has been bothering since the same day. The patient was walked through the program options and the patient did not seem to have a program b. The patient was forwarded to their healthcare provider (hcp), and a message was sent to the local manufacturer's representative (rep). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.